Event description:
During patient use, the autopulse platform (sn (B)(4)) kept shutting off even with rapid autopulse li-ion battery swapped. Troubleshooting was unsuccessful and the customer performd manual CPR. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) kept shutting off even with rapid autopulse li-ion battery swapped" was confirmed during further functional test and archive data review. The root cause of the power issue was due to a defective power distribution board, likely attributed to defective component. Visual inspection of the platform was performed, and no physical damage was observed. The archive data review indicated "under voltage <18v" in which the autopulse platform shutting off unexpectedly four times during active operation around the reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed preliminary functional testing due to the ua45 error message displayed upon powering on, unrelated to the reported complaint. The encoder drive shaft is not within the normally acceptable range. The driveshaft was rotated to the "home" position using the administrative menu to clear the ua45 error message. During service evaluation, the autopulse platform unexpectedly powered off, thus confirming the reported complaint. The root cause of the reported complaint was due to a defective power distribution board. To remedy the power issue, the power distribution board was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).